Event description:
Customer reported pins 1, 2, 3, 4, 5, 7, 8 and 13 on the inform meter have black-greenish discoloration. No adverse event reported. Technical support sent new meter to the customer and requested a return of suspect device.